Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture unknown grade, surgical intervention, off label use. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic and african american female who underwent breast augmentation revision with unknown mentor saline prosthesis experienced bilateral unknown grade capsular contracture post procedure. The patient stated that three months after the implantations she felt lumps, hardness, and discomfort in the tissues. The MRI examination did not show anything. The patient stated that the doctor recommended massaging and requested her to up her dosage of vitamin e. The doctor¿s recommendation did not help. The doctor took the implants out and performed a procedure and reinserted the implants back in the patient in 2015. This report relates to the right prosthesis. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label.